Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse safety needle experienced safety mechanism failure and safety mechanism broke. The following information was provided by the initial reporter: issue: issue: the bd eclipse 25g needles safety devices either breaking, popping off or falling off.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 29-may-2023. H6: investigation summar:our quality engineer inspected the 2 samples,1 used and 1 representative, submitted for evaluation. The reported issue of safety shield broke off (eclipse) was confirmed but the failure mode of safety mechanism failure (eclipse) could not be tested upon inspection of the samples. Analysis of the samples showed that the 1 used sample had a broken safety shield pivot rod in the hook ID, which made it impossible to perform functional testing to evaluate the safety mechanism failure (eclipse) failure mode. The representative samples passed our inspection with no failures observed. Bd was unable to determine a manufacturing related root cause to the failure since the sample was returned in a used state and all representative samples passed the visual inspection. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10

Event description:
It was reported that the bd eclipse safety needle experienced safety mechanism failure and safety mechanism broke. The following information was provided by the initial reporter: issue: issue: the bd eclipse 25g needles safety devices either breaking, popping off or falling off.